Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 19:39:09. During night drain cycle six, the patient's ultrafiltration reading was 1311ml, indicating the home patient (hp) drained 1311ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. (B)(4). Section 12 "programming a prescription" in 12.3.3 on page 12-6 gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." Also, page 12-7 in table 2-2 nurse's menu settings, states "the default setting of 85% is appropriate for patients with low to moderate ultrafiltration rates (uf per cycle is less than or equal to 10% of the fill volume). A higher setting may be more appropriate for patients with higher ultrafiltration rates (uf per cycle is greater than 10% of the fill volume)." If any additional information is received, a follow-up will be sent.